Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Patient's mother was advised to forget all other bluetooth devices, close all background applications and disable the bluetooth. The patient's mother was also advised to reboot the smart device and turn on the bluetooth. The issue was not resolved as the smart device still showed loss of connection. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 05/18/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined